Event description:
Upon receipt of additional information, it was determined that the product belongs to a strategic alliance partner and holds the responsibility for all complaint handling activities including submitting regulatory reports and completing investigation for devices in which zimmer biomet completes no further processing.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the product belongs to a strategic alliance partner and holds the responsibility for all complaint handling activities including submitting regulatory reports and completing investigation for devices in which zimmer biomet completes no further processing.

Manufacturer narrative:
(B)(4). D10: (B)(6) cer bioloxd option hd 40mm (B)(6). (B)(6) cer option type 1 tpr sleve (B)(6). (B)(6) g7 longevity neutral 40mm g (B)(6). (B)(6) g7 osseoti 4 hole shell 60mm g (B)(6). (B)(6) tprlc 133 t1 pps ho 18x156mm (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer broke during the process of reaming the acetabulum. No reported health consequences or impact. Attempts have been made and no further information has been provided.